Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon was using the drill bit in question during a humeral surgical neck fracture case. The surgeon was drilling screw holes for distal locking with the drill bit, but encountered interference with the nail at the proximal hole. The surgeon corrected the direction of the drill bit by pushing the sleeve and finished drilling; the screw insertion was completed with a minor interference. This resulted in a two minute delay, no patient harm was reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the examination indicated that the parts meet specification. No product fault could be detected. This complaint was not a result of product malfunction but rather due to incorrect alignment of the drill bit during the drilling process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.